Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a patient (pt) reported burning sensation, foreign body sensation, and an eye infection in the left eye (os) on the first day ((B)(6) 2019) of wearing an acuvue® oasys® for astigmatism brand contact lens (cl). The pt removed the cl and the next day the os was in ¿excruciating pain¿ and the pt couldn¿t open the eye. The pt reported visiting an eye care provider (ecp) on (B)(6) 2019 and was diagnosed with either a ¿viral or bacterial infection¿ and was prescribed two kinds of antibiotic drops (unspecified) for use every 2 hours, alternating. The next day, the pt¿s eye was worse and went back to the treating ecp and was diagnosed with abrasions os. The pt visited the ecp again on (B)(6) 2019 and the abrasions were gone, but the infection was worse. The pt was prescribed tobramycin-dexamethasone, every 2 hours while awake and currently every 4 hours (as of (B)(6) 2019). The infection has not yet resolved, and the pt has a follow-up visit on (B)(6) 2019. The pt denied any trauma occurring to the eye. Pt reports daily lens wear with a 2-week replacement schedule. On (B)(6) 2019, additional information was received from the pt: the pt reported at the follow-up ecp visit on (B)(6) 2019, the ecp advised that there is a scar on the os and the location was ¿close to being in her pupil¿. The pt will provide medical records. On 09may2019, the pt¿s medical records were received: date of visit: (B)(6) 2019: chief complaint: pt reports a sandy or gritty sensation in the eye; symptoms began yesterday; severity 2/10; intermittent. Unaided va os: dva: 20/40 --; ph 20/20. Slit lamp exam: tears demonstrate normal surface qualities. Non-staining sub-epithelial infiltrate inferior to visual axis os. Bulbar and palpebral conjunctiva are healthy and white. Chambers are deep and free of cells and flare. Impression: os bacterial keratitis besivance 1 drop os tid for 7 days; artificial tears prn. Re-evaluate friday. Date of visit: (B)(6) 2019: chief complaint: pt states os feels worse than yesterday; pt reports sandy or gritty sensation; location: os only; pain started in the middle of the night; prescription eye drop does not seem to be helping; symptoms worsen in bright light; scratchy sensation presenting spectacle os: dva: 20/40--; ph: 20/25 slit lamp exam: tears normal; corneal abrasion inferior to visual axis os, stains with fluorescein. No ulceration is present. Bulbar and palpebral conjunctiva and healthy and white. Eversion of os upper lid is negative; chambers are deep and free of cells and flare impression: os bacterial keratitis appears resolved; however, a corneal abrasion 3 mm horizontal x 2.5 mm vertical is now present inferior to the visual axis. Treatment: artificial tears prn; add ees ung, alternate with drops and q hs. Re-evaluate tomorrow. Date of visit: (B)(6) 2019: chief complaint: pt reports pain os; feels 80% better than yesterday, symptoms are improving. Presenting spectacle os: dva: 204/40--; ph: 20/25. Slit lamp exam: tears normal; corneal abrasion inferior to visual axis os, stains with fluorescein, no ulceration is present; bulbar and palpebral conjunctiva are mildly hyperemic. Eversion of left lid negative; chamber is deep and free of cells and flare. Cornea: os: focal sub-epithelial infiltrates are present. One lesion is 1.5 mm with 3 to 4 surrounding lesions 0.5 mm. The defects are located in the inferior cornea. The size is 1-2 mm or less. Impression: os bacterial keratitis resolved; corneal abrasion 3mm horizontal x 2.5mm vertical is not present inferior to the visual axis. Treatment: artificial tears, prn; rx antibiotic as directed. Add ees ung, alternate with gtt and q hs; re-evaluate tomorrow. Date of visit: (B)(6) 2019: chief complaint: os feels scratchy. Presenting spectacle os: 20/40. Slit lamp exam: tears normal; corneal abrasion inferior to visual axis os, stains with fluorescein, no ulceration is present; bulbar and palpebral conjunctiva are mildly hyperemic. Eversion of left lid negative; chamber is deep and free of cells and flare. Cornea os: focal sub-epithelial infiltrates are present. One lesion is 1.5 mm with 3 to 4 surrounding lesions 0.5 mm. The defects are located in the inferior cornea. The size is 1-2 mm or less. Treatment cornea os: start tobradex ophth susp 1 gtt os q 2h for 2 days, then q 4 h for 5 days. Re-evaluate tuesday. Diagnosis: unspecified superficial keratitis os. Note: called pt on sunday night. Doing much better. Reminded pt for fu appointment on tuesday. Date of visit: (B)(6) 2019: chief complaint: follow-up os. Slit lamp exam: tears normal; corneal abrasion inferior to visual axis os, stains with fluorescein, no ulceration is present; bulbar and palpebral conjunctiva are mildly hyperemic. Eversion of left lid negative; chamber is deep and free of cells and flare. Cornea os: epithelial defect; scarring. Impression os: responding to topical treatment; bacterial keratitis. Treatment cornea os: start tobradex ophth susp os qid until feeling 100%, then 2 more days; refit to daily cls. Diagnosis: unspecified keratitis, os. The suspect os cl was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00rx8z was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.